Event description:
Information was received indicating that during use of this smiths medical cadd legacy 1 pump, the pump exhibited "no disposable pump won't run alarm continuously." Alarm with cassette. It was reported that customer switched the backup pump. No patient injury reported.